Event description:
Customer's wife reported customer was hospitalized. Customer's wife is not sure if hospitalization is due to diabetes. No blood glucose level provided. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.